Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap partially locked in place properly during testing. Unit failed the displacement test due to partially broken retainer ring and missing reservoir tune o-ring. Unit was received with a scratched case, missing o-ring (reservoir tube), pillowing keypad overlay and partially broken retainer. In summary, customer allegations for cosmetic damages was confirmed due to partially broken retainer. In addition, unit was received with missing reservoir tube o-ring. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack in the case of the pump. The customer reported no adverse event. The event involved in the product was mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.